Event description:
Healthcare professional reported rupture and seroma-late. Patient later reported capsular contracture, baker grade IV. This relates to the left side. The device has been explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6), a review of the device history record has been completed. No deviations or non-conformances noted. The reported events of "capsular contracture, baker grade IV" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, capsular contracture, baker grade IV and device rupture

Manufacturer narrative:
Photo analysis visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture-breast: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety¿product/procedure-breast: unable to observe since it is not related to the device. Capsular contracture-breast: unable to observe since it is not related to the device. Seroma-late-breast: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported rupture and seroma-late. Patient later reported capsular contracture, baker grade IV. This relates to the left side. The device has been explanted.